Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed to open. A field service engineer (fse) arrived onsite and confirmed the srm was not in a failed state. The fse inspected the remote manager (rm) by opening the side door and manually checked the hasp/latch positioning, which appeared normal. The fse powered down the station and replaced the latch. After the application loaded, the escort logged in, recovered the failure, and inventory of medications in the refrigerator to resolve the issue. The system functioned as intended after the field service engineer repaired the device.